Event description:
The cap that you place on the vial would not go into the vial correctly. Scrub tech reported the vial adaptor would not seat into the rubber stopper of the thrombin vial. Documented as wasted in implants screen.